Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration and lead fracture, which was confirmed through imaging. It was also noted that the patient had a non-device related fall. As a result, the patient underwent a revision procedure wherein both Spinal Cord Stimulator (SCS) leads, and Clik anchor were replaced. The patient was doing well postoperatively and the explanted devices were not returned due to facility policy.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED A COUPLE MONTHS AGO FROM THE DATE MANUFACTURER BECAME AWARE OF THE EVENT. ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50, SERIAL NUMBER: (B)(6), BATCH/LOT NUMBER: 7094342, MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM, UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318, BATCH/LOT NUMBER: 28051432, MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT, UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING INADEQUATE PAIN RELIEF DUE TO LEAD MIGRATION AND LEAD FRACTURE, WHICH WAS CONFIRMED THROUGH IMAGING. IT WAS ALSO NOTED THAT THE PATIENT HAD A NON-DEVICE RELATED FALL. AS A RESULT, THE PATIENT UNDERWENT A REVISION PROCEDURE WHEREIN BOTH SPINAL CORD STIMULATOR (SCS) LEADS, AND CLIK ANCHOR WERE REPLACED. THE PATIENT WAS DOING WELL POSTOPERATIVELY AND THE EXPLANTED DEVICES WERE NOT RETURNED DUE TO FACILITY POLICY.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred a couple months ago from the date manufacturer became aware of the event.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50,Serial Number: (b)(6),Batch/Lot Number: 7094342,Model/Catalog Description: LINEAR ST LEAD KIT 50 CM,Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-4318,Batch/Lot Number: 28051432,Model/Catalog Description: CLIK X ANCHOR STERILE KIT,Unique Identifier (UDI) #: (b)(4).Investigation ResultsThe Spinal Cord Stimulator (SCS) leads, and anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device History RecordIt was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling ReviewReview of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation ConclusionThe devices were not returned for analysis. However, a review of the available information determined that inadequate pain relief was associated with lead migration and lead fracture confirmed through imaging; however, the available information does not establish the specific cause of the lead migration or lead fracture. Based on a thorough review of the reported complaint, an investigation conclusion code of Cause Not Established was assigned to the investigation for all components.